Event description:
The event involved a plum 360 where it was reported that dobutamine was running on the pump while plugged in and completely shut off. There was patient involvement and no human harm.

Manufacturer narrative:
Visual and functional testing: the device is not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. Additional reporter: (B)(6).